Manufacturer narrative:
The reported event of the setscrew could not be tightened on the lead was confirmed. Analysis revealed the user of the torque wrench was partially inserting the wrench into the inset of the setscrew due to incorrect wrench insertions. The corners of the wrench were being wedged against the walls of the setscrew inset. The wrench can only be partially inserted this way which will cause the user to strip the setscrew inset while trying to tighten the setscrew. The wrench will not click since it is stripping the setscrew and not tightening it. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrench.

Event description:
It was reported that during initial implant procedure, set screw of patient's new pacemaker was loose and was can not tightened properly. The pacemaker was not used and the procedure was completed using alternate pacemaker on (B)(6) 2023. There were no patient consequences.